Event description:
The device was implanted in 2003. In 2004, an abrupt decrease of the battery voltage was observed; although the elective replacement indicator was not reached, the device was explanted.